Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was entering a new reservoir and the insulin pump alarmed button error. Customer's blood glucose was 137 mg/dl. Customer may have pressed the buttons longer then she should have. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Customer called back on (B)(6) 2015 and stated the device was function correctly and she was going to return the replacement device.